Manufacturer narrative:
The physician was using a 25 gauge needle to inject lidocaine into the lumbar area for an epidural procedure. The needle broke off in the patient and a small incision was made to remove it. The sample was returned and evaluated and a force test was performed. As force was applied to the shaft of the remaining needle, it caused it to bend to a 90 degree angle but did not break. More force was applied to bend the needle back to its original position (straight) and it did not break. The needle was finally broken after it was bent back and forth in opposite directions several times. This force test was also performed on unused needles from inventory as well as on samples from another manufacturer. None of the needles broke after being bent to a 90 degree and then back to a straight position. However, when the needles were bent back and forth several times, they did break. No material failure of the returned sample was identified. There have been no other similar reports filed for this issue. The testing suggests that the incident may have been caused by the user bending the needle back and forth. No corrective action is indicated at this time. However, due to the reported incident and need for surgical intervention, this medwatch is being filed.

Event description:
A needle broke in the patient, which required surgical intervention to remove it.